Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the android app g6. However, data for the android app g7 was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.